Manufacturer narrative:
The investigational analysis completed on 1/30/2019. The device was visually inspected and the helix was found bent inside, pebax was observed damaged with no metal exposed, and the dome was found dented. During the second visual inspection, a hole was observed on the pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a magnetic sensor error issue occurred. The catheter cable was replaced, but the issue remained. Catheter replacement resolved the issue. No adverse patient consequences were reported. The magnetic sensor error has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/4/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and upon visual inspection found the helix spring bent inside and the clear pebax sleeve damaged approximately 4 mm from the distal end of the tip dome with no metal exposed. The observed bent helix and damaged sleeve has been assessed as not reportable as there was no metal exposure and the device integrity was maintained. This event is being reported because on (B)(6) 2019, the bwi pal found the helix spring bent inside, a dented dome, and a hole was found on the pebax. The bent spring and dented dome has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed hole on the pebax has been assessed as MDR reportable. The awareness date has been reset to (B)(4) 2019.